Manufacturer narrative:
To date, information suggests that this catheter was going to be removed when the patient's procedure would be resumed, based on the physician's discretion. As no further information concerning this report is expected, investigation is considered complete. This report will be updated should further information be provided.

Event description:
Boston scientific received information that this catheter did cause or contribute to the dissection of the patient's coronary sinus. The implanting physician determined to stop the implant procedure and did leave the catheter in the patient for the time being. The physician stated that the patient was in stable condition. There were no allegations against the associated lead.